Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons on the pump were not working. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for keypad anomaly/stuck button alarm. Customer reported receiving a stuck button alarm after pump was exposed to change in altitude. Customer removed and reinstalled battery cap without removing battery but pump did not return to normal function. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test however, experienced intermittent left and back arrow button response during testing. The trace and history files were successfully downloaded using thump. Removed the keypad overlay and button dome switches for a visual inspection and found corrosion on both left and back arrow keypad traces. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, or keypad flex cable/tail. No stuck button alarm during testing. A review of the pump history file reveals on (B)(6) 2025 there were sixteen (16) stuck button alarms generated due to the corroded keypad traces. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Unresponsive keypad and stuck button alarms (in history file) are confirmed due to corroded keypad traces found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.